Manufacturer narrative:
This follow-up report is being filed to relay the revision procedure date, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a left hip procedure utilizing a custom tri-flange on (B)(6) 2010. Subsequently, the patient was pulling on a package strap, and then stood up and twisted his body. The custom tri-flange implant loosened. A revision procedure has not been scheduled to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number five states, "implants can loosen or migrate due to trauma or loss of fixation."

Event description:
It was reported patient underwent a total left hip arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2013 due to a loose tri-flange component. The tri-flange component, modular head and liner were removed and replaced.